Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year 6 months post implant of this 27mm mitral annuloplasty band, it was explanted and replaced with a 25mm mitral bioprosthetic valve for severe mitral stenosis along with increased gradients. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.